Manufacturer narrative:
The product associated with this reported event was not returned for examination. The initial reporting stated x-rays were not available for examination. Review of the device history records did not reveal any manufacturing deviations or anomalies. A search of the complaint database did not show any additional reports against the lot code. The investigation could not draw any conclusions about the reported event based on the provided information. Provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain when walking, the diaphyseal sleeve was loose on the diaphyseal base.

Manufacturer narrative:
Update 1/21/2015- medical records received. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Medical records received.

Manufacturer narrative:
This is a duplicate report of 1818910-2014-34428. This report, 1818910-2011-14661, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2014-34428.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the provided product and lot combinations. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 11/18/2014: legal claim and medical records received. Patient was revised for disassociation between the distal femoral replacement and the locking bolt that attached the distal portion of the distal femoral replacement metaphyseal sleeve. It is reasonable to assume that they mean diaphyseal sleeve (instead of metaphyseal sleeve) as that what was implanted during the primary. The locking bolt disassociated and as a result the taper locks between the diaphyseal sleeve and diaphyseal sleeve base no longer stayed locked together. The femoral component was noted to be spinning freely, but this can be attributed to the distal locking bolt disassociated. Update 1/21/2015 - medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/12/2015. Update 3/16/2015 - litigation papers received. There is no new additional information that would affect the MDR decision

Manufacturer narrative:
Additional narrative: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 5/25/16 medical records received. Medical records were reviewed. A non-displaced tibial fracture was noted several times in the medical records, but root cause was the tibial osteotomy. There is no new additional information that would affect the existing investigation. The complaint was updated on: 06/14/2016.